Event description:
A ds2adv auto CPAP device was returned to a third-party service center with an initial allegation of the device will not blow air. During the evaluation of the device, the service technician observed traces of burn and pca was damaged. In addition, the device had displayed error code e030 (err_motor_spinup_flux_high). Lastly, the device was scrapped as per customer request.